Event description:
On (B)(6) 2013, the reporter stated that the pump display screen was blank. The display screen remained blank after the battery was changed. There was no allegation of an adverse event with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: the pump was powered on and the display was blank. The pump case was opened and the display screen was observed to be cracked. Cracked screen removed and replaced with a test display and found to be fully functional. Further testing prohibited due to the blank display.